Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began in the afternoon of (B)(6) 2011. It is not known of the patient takes any medication to manage her diabetes or if she made any changes to her normal diabetes management routine in response to the reported issue. At an unknown date and time after the alleged issue began, the patient claimed to have developed symptoms of "sweating" but is not known if she received any treatment in response to the symptoms. At the time of troubleshooting, the cca noted that the patient refused to answer most of the questions and afterwards, disconnected the call. Replacement products were sent to the patient. Although it is not known if the patient received any treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.